Manufacturer narrative:
Elevated complaint investigation will be initiated. The following additional MDR has also been submitted with the following suspect product: 3005248192-2023-00281, with suspect product alinity m system list number 08n53-002 serial number (B)(6).

Event description:
The customer reported 1 false positive for the rsv target on the alinity m resp-4-plex assay on the alinity m instrument. The customer reported receiving a rsv positive result on one patient sample. On october 17, 2023, sample ID (B)(6) was tested with the alinity m resp-4-plex assay and the result was positive with a reported cn (cycle number) 29.79. The flu b and covid targets were negative and the flu a target had an error. No results were transmitted. The sample was retested the next day and all targets came back negative. With this discrepancy, the customer processed the sample on their cepheid 4 plex assay for comparison, and the results were negative for all targets. The positive patient result was not reported. There was no report of impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, retain / file sample evaluation, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The validity of the runs met assay specification requirements, and no error codes or flags were displayed for the run controls. The discrepant results produced a valid result, and the amplification curve generate sigmoidal amplification curve for the internal control (ic). However, it did not generate a sigmoidal amplification curve for flu a and rsv targets. The probable cause for these non-sigmoidal amplification curve targets may be due to bubbles or contaminants in the reaction vessel (rv) or amplification detection unit (adu) unit well or sample handling of the amp kit causing abnormal pcr master mix in the rv. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-096) lot 386601 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain / file sample evaluation: alinity m resp-4-plex (list 09n79-096) lot 386601 and integrated reaction unit (iru) (list 09n26-010) lot 1989136 retain sample was tested by the complaint support team. The run met all validity and acceptance criteria. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-096) lot 386601 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The iru (list 09n26-010) lot 1989136 passed the acceptance requirements. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-096) lot 386601 (including the components) and iru (list 09n26-010) lot 1989136 was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-096) lot 386601. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-096) lot 386601 and the integrated reaction unit (list 09n26-010) lot 1989136 (part of the alinity m system, list 08n53-002) was not identified.